Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc121000/10645540. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) states: patients should be counseled as to the possible of subsequent reinterventions including catheter-based and open surgical conversion.

Event description:
On (B)(6) 2013, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that images dated (B)(6) 2013, revealed one of the aortic limbs was constricted (compressed) due to a tight distal aortic bifurcation; the device is patent. The physician is not contributing the compression to the gore device, but believes it is an anatomical issue due to the pt having a tight aortic bifurcation. The distal bifurcation was extremely tight and calcified; it measured approximately 10-12 mm. The physician was aware of the anatomical restriction before performing the original implant procedure. There was a reintervention on (B)(6) 2013; the physician used a balloon expandable stent. The device opened nicely and the pt tolerated the procedure.